Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found there was a short in the right foot side rail nurse call membrane. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse call membrane to resolve the issue. Based on this information, no further action is required.